Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was only able to find substantial evidence to support the following reported event of the proximal cuff buckling. Clinical was unable to find substantial evidence to support the following reported events of type 1a endoleak, occlusion of cuff, and a secondary endovascular procedure due to the lack of relevant medical information. The most likely cause of the proximal cuff buckling, loss of seal, and occlusion of the proximal extension was likely related to the off label diameter and length of the proximal neck. Additionally, angulation seen in the proximal neck likely contributed to the event. The final patient disposition was not reported. No additional negative patient sequelae has been reported. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system. (B)(4).

Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2017, endologix afx devices were implanted to treat an abdominal aortic aneurysm. On (B)(6) 2017, a type 1a endoleak due to buckling of the proximal extension was discovered. Also thrombotic occlusion was confirmed in the inner lumen. On (B)(6) 2017, a total of four (4) non-endologix stents was implanted and the endologix stent was explanted. The operation was completed without endoleak. No additional patient sequelae has been reported.